Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter ablation was applied to an inappropriate location resulting in sinus node disfunction. One of the patient's right pulmonary veins was vertically oriented so the physician had to pull the farawave and faradrvie back to re-orient. At that time the devices fell back into the right atrium without the physician realizing. The farawave was deployed to basket configuration and applied to tissue. One ablation was performed in the right atrium before it was noticed the catheter was in the right atrium. The patient "went into a junctional rhythm with no-p wave activity" at that time, the duration of which was less than 6 hours. After the misplaced ablation the devices were placed back into the left atrium and the procedure was completed. The patient was hospitalized, and a permanent pacemaker was implanted. The patient was then discharged the following day and is expected to fully recover. The catheter is not expected to be returned for analysis as it was discarded by the facility.